Event description:
The customer reported that the system will not fluoro. The customer tried rebooting but the system will not fluoro. The x-ray tube cover filter and mainframe cover right side bracket are missing.